Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing, and the severed distal end portion, measuring approximately 31 inches in length was returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the rotor¿s bearing ball and the inlet stator¿s bearing cup, which was pulled out of its bore upon disassembly. Its laminated structure and areas of denaturation indicate that this thrombus likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the pump power elevations, pump stoppages, and increased lactate dehydrogenase. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis, thrombus and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that log files were submitted for review due to elevated pump parameters. The manufacturer¿s technical services representative reviewed the submitted log file and observed a trajectory consistent with potential device thrombosis. Additional information was requested but not provided.

Manufacturer narrative:
Corrected data: the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: on (B)(6) 2017, it was reported that two pump stoppages occurred. Log file analysis by the manufacturer¿s technical services representative revealed pump stoppages on (B)(6) 2017 while the system was connected to a power module. It was observed that power /flow had been trending downward with pi trending upward. On (B)(6) 2017, it was reported that the patient had rising lactate dehydrogenase (ldh) levels and developing renal issues. A CT angiography was done of the outflow graft and no issues were reported. A pump exchange of the motor body was performed with no issues and initial visualization into the pump chamber showed what looked like a thrombus. No additional information was provided.